Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the cautery pin detached.

Event description:
It was reported to boston scientific corporation that a captivator ii was used for a colorectal polyp resection procedure performed on (B)(6) 2024. It was noted that the pin separated and was completely unable to connect. The procedure was completed with another captivator ii. There was no patient involved.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the cautery pin detached. Block h11 investigation results: one captivator snare was received for analysis. Visual analysis of the returned device revealed that the tip of the 2-in-1 connector was slightly bent, even with this the active cord could be connected. Additionally, an electrical test was performed, and the device was found within specification. No problems were noted. The reported event of "cautery pin detachment of device or device component" could not be confirmed. The device was returned and it was found that the 2-in-1 connector was not detached. The tip of the 2-in-1 connector was slightly bent. This problem likely has occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failure. Excessive manipulation of the device without enough care could have induced the defect found. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. This code was selected since the reported event could not be confirmed.

Event description:
It was reported to boston scientific corporation that a captivator ii was used for a colorectal polyp resection procedure performed on (B)(6) 2024. It was noted that the pin separated and was completely unable to connect. The procedure was completed with another captivator ii. There was no patient involved.